Event description:
It was reported that the patient underwent a bowel resection procedure on (B)(6) 2011 and suture was used. The patient presented with wound dehiscence on an unknown date. The patient underwent reoperation emergently at another facility. No additional information was available.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned and tested for suture knot tensile strength and the results obtained were above the requirements.